Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the detachable coil system failed to deploy. A new device was obtained and the case continued without incident.